Event description:
A scort suction unit (with new batteries installed in (B)(6) 2022 and replace battery indicator off) failed when used on a patient during a crash.

Manufacturer narrative:
Sscor reached out to reporter to receive additional information. Reporter states that patient arrived in outpatients department in wycombe hospital for a routine appointment. While waiting for her appointment, patient deteriorated. Loss of consciousness and vomiting. 2222 call put out. Portable suction from resuscitation trolley was not working when disconnected from the mains power supply. Alternative suction machine sourced from ent clinic in main opd to provide care for patient. Patient transferred to cardiac and stroke receiving unit (csru). The fault was reported to medical engineering to review and replace the battery. Medical engineering ran functional test on the device and confirmed the battery had failed. A replacement battery was installed and device returned to use after functional testing. The failed battery was installed 18 months earlier. . Per reporter device malfunction did not contribute to patient outcome as an alternative device was used. Reported has stated that battery has been discarded and lot # could not be provided or return battery for evaluation. Without a lot number for the battery in question, sscor could not confirm how old the battery was. As a courtesy sscor will issue a replacement battery. Sscor has advised reporter to replace battery every 3 years and perform battery tests as stated in product manual.